Manufacturer narrative:
(B)(4). (B)(6). Additional information received on 7/8/2010: from the surgeon. Yes, doctor said that the reason of second surgical operation caused from first surgical operation. The doctor stapled by using bronch stapler (tx60g-xr60g). Later 15 days from first operation by reason of patient's complaint; doctor decided to operate again. When the doctor saw to bronch of lung, he saw to not accrete injury lips to each other. None of stapler wasn't type "b". The condition of patient was so good.

Event description:
Customer reported that his wife was receiving erratic readings on her adc blood glucose monitor. Customer reported receiving readings of 37 mg/dl and 315 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The analysis results showed that one sterile reload was received for analysis. The reload was opened and tested for functionality with a test device. The instrument fired and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, 60mm-thick tissue reload was used for lung bronchus. As the device was fired, the staples did not take "b" form and the tips remained open. The doctor waited, holding the stapler jaw closed for 15 seconds before and after the device was fired; but the staples did not take "b" form. The staples that took b form, they seemed to close but they lost their form and took the shape before firing. Fistula occurred in the staple-line. It is unknown how the procedure was completed. There were no adverse consequences for the patient. Additional information is being requested.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.